Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: per pathology - endometrial cavity with metal rod with wire wrapped around it in the fundus"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and pelvic adhesions ("surgery (other) type of surgery: laparoscopy and laparoscopic lysis of adhesions") in a 32-year-old female patient who had essure (ess205) (batch no. 621681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity, gastric bypass in (B)(6)2007 and genital herpes in (B)(6). Concurrent conditions included hysterectomy since (B)(6)2009 and adenomyosis. On (B)(6)2007, the patient had essure (ess205) inserted. On (B)(6)2008, 1 year 1 month after insertion of essure (ess205), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2008, the patient experienced pelvic adhesions (seriousness criterion medically significant), coital bleeding ("bleeding with intercourse"), pelvic mass ("pelvic mass") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain") and back pain ("pain"). The patient was treated with vicodin, ibuprofen, surgery (hysterectomy with unilateral salpingectomy), surgery (hysterectomy with unilateral salpingectomy), surgery (ablation) and surgery (laparoscopic lysis of adhesions (B)(6)2010). Essure (ess205) was removed on (B)(6)2010. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, pelvic adhesions, dysmenorrhoea, coital bleeding, pelvic mass, dysfunctional uterine bleeding and back pain outcome was unknown and the pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, coital bleeding, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, menorrhagia, pelvic adhesions, pelvic mass, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: total bilateral occlusion (B)(6)2009: physical examination was suspicious for a pelvic mass with greatest dimension 7.9 cm. (B)(6)2010, surgical pathology report: diagnosis: 1, left pelvic mass, excision: endometriotic cyst with associated tubo-ovarian complex. - cystic follicles present in residual ovarian tissue. Corpus uteri (39 g), supracervical hysterectomy: - adenomyosis, deep. - subserosal endometriosis. - proliferative. Endometrium with tubal metaplasia; most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical records received: new reporters and reporters details added. Case medically confirmed. Patient demographic information added. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. . Product indication and lot number added. Event added as abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: per pathology - endometrial cavity with metal rod with wire wrapped around it in the fundus., dysmenorrhea (cramping), surgery (other) type of surgery: laparoscopy and laparoscopic lysis of adhesions, pain, other injury(ies) or complication (s) please describe: bleeding with intercourse, pelvic mass, dysfunctional uterine bleeding, pelvic adhesions. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: per pathology - endometrial cavity with metal rod with wire wrapped around it in the fundus"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and pelvic adhesions ("surgery (other) type of surgery: laparoscopy and laparoscopic lysis of adhesions") in a 32-year-old female patient who had essure (ess205) (batch no. 621681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity, gastric bypass in (B)(6) 2007 and genital herpes in 2007. Concurrent conditions included hysterectomy since (B)(6) -2009 and adenomyosis. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, 1 year 1 month after insertion of essure (ess205), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced pelvic adhesions (seriousness criterion medically significant), coital bleeding ("bleeding with intercourse"), pelvic mass ("pelvic mass") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain") and back pain ("pain"). The patient was treated with vicodin, ibuprofen, surgery (hysterectomy with unilateral salpingectomy), surgery (hysterectomy with unilateral salpingectomy), surgery (ablation) and surgery (laparoscopic lysis of adhesions (B)(6) 2010). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, pelvic adhesions, dysmenorrhoea, coital bleeding, pelvic mass, dysfunctional uterine bleeding and back pain outcome was unknown and the pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, coital bleeding, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, menorrhagia, pelvic adhesions, pelvic mass, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 5-jun-2007: total bilateral occlusion (B)(6) 2009: physical examination was suspicious for a pelvic mass with greatest dimension 7.9 cm. 28jun2010, surgical pathology report: diagnosis: 1, left pelvic mass, excision: endometriotic cyst with associated tubo-ovarian complex. - cystic follicles present in residual ovarian tissue. Corpus uteri (39 g), supracervical hysterectomy: - adenomyosis, deep. - subserosal endometriosis. - proliferative. Endometrium with tubal metaplasia; quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.